Event description:
It was reported that the customer had a no delivery alarm even though the customer could see the insulin coming out of the tubing. Customer's blood glucose level was 10.7 mmol/l. Customer does not trust the pump and wants it to be replaced. It was explained that the alarm is a safety feature. Customer inserted the infusion set in her abdomen. Customer does not have scar tissue. Customer stated that it happened twice today. Customer was asked to remove the infusion set from the body and ran a 5 unit fill cannula. Insulin exited through the cannula. Customer had a history of an occlusion in a past event. Customer was explained that a no delivery alarm is not an indication of the pump not performing. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.